Manufacturer narrative:
Philips service replaced the cpu and suspected a firmware issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that generator unavailable; no fluoro or cine imaging on a integris allura 15 & 12 monoplane. The clinical use of the system was in use. There was no reported patient or user harm.